Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12. There was no reported impact to the customer's blood glucose level, but the caller declined to answer whether the level exceeded 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue arose again.